Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastric band procedure, the band was being passed down through the trocar (15mm blade trocar). The inner valve of the trocar was dislodged and pushed into the patient and was subsequently retrieved from the patient. Replaced the trocar and case was completed with no other incidents. No adverse event to patient. Five minute delay to the surgery. No patient details are provided. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with the duckbill out of position. One potential cause for the damage found may be the snagging of an instrument during insertion. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.